Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer felt as if she had a low blood glucose level, but the reading on the contour next link 2.4 did not reflect this. She retested on a different meter and felt that reading more accurately reflected how she felt. The readings between the two meters differed by 50mg/dl. Specific results were not provided. She did not take any action on the way she felt. Depending on the actual readings, a 50mg/dl difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. Customer was advised to return the test strips for evaluation. Strip information was not provided. New meter and strips were sent to her.

Manufacturer narrative:
Device manufacture date has been corrected.